Manufacturer narrative:
The device was manufactured between january 11-15, 2018. The device was received for evaluation. Visual inspection was conducted using the naked eye which found the bladder had ruptured. The ruptured bladder was microscopically examined and no sign of an abnormality was found. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. This was observed during fill. There was no patient involvement. No additional information is available.